Manufacturer narrative:
Section a3b, gender: the customer stated ¿female¿. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic on the preloaded johnson and johnson (jnj) intraocular lens (iol) failed to open as the haptic stuck to the optic. The iol was removed from the patient¿s right eye. A new lens of the same model and diopter was used to complete the procedure. Reportedly, there were no additional issues. No patient complication or harm. No further information was provided.